Event description:
It was reported that the device was not function during operation. One could press the firing trigger, but the device was not working. Use the clip along the anvil and take down the jammed anvil. Completed the surgery safely. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #626a28. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one sc45a device was returned with no apparent damage, with the closing trigger and anvil in the closed position with tissue between the jaws, the firing mechanism in the return stroke with the knife not fully back. In addition, a tyvek was received along with the device. One gst45w reload was loaded on the device. The knife was manually returned to the home position, the jaws opens as expected and a clip was found lodged in the tissue and the knife, resulting in the firing mechanisms jamming. The cartridge reload was received fully fired and with the deck damaged. In addition, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.